Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within and outside three (3) ultra set disposable disconnect y-sets. The pm was observed on the inside and outside of the connector of the set after patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: in the previous submission is being corrected to (B)(6) 2019. Three (3) actual samples were received for evaluation. A visual inspection with naked eye noted two (2) samples had embedded black particulate matter (pm) and one sample did not contain pm; however, the photos provided of 3 devices observed particulate matter in all photos. The reported condition was verified. The cause of the condition was determined to be manufacturing related to the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.